Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion pressure test with 26.40 and 24.48 as psi(pounds per square inch). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "failed dso pressure test. Measured 26. 40 psi and 24. 48 psi" was not reproduced. The device was tested for downstream occlusion detection and it passed. Event history log was completed and in the last days of customer use, multiple occurrences of "downstream occlusion!" Were recorded, however, downstream occlusion detection testing failures cannot be determined through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was undetermined. No device correction is required. Should additional relevant information become available, a supplemental report will be submitted.